Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebq1085 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep, that the extension leg came apart at the hub. They stated that it was pulled by the patient. No patient injury was reported.